Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. The evaluation results indicate: the device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. There were no problems found during an internal inspection of the device. A review of the device logs revealed no anomalies and no drain or ultra filtration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. No device failure or malfunction was identified that could have caused or contributed to the patient's death. There were no issues found during review of the device's service history record.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. Upon completion of an evaluation or if additional information is received, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center to report a patient death. Follow-up information from global pharmacovigilance indicates: this is a spontaneous report by nurse from the USA of cardiac related death in a (B)(6) male coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient expired. The cause of death was unknown. Dianeal therapy was ongoing until the time of death. It was unknown whether an autopsy was performed. The nurse reported that the event of death was not related to dianeal therapy. A follow up call was made to the facility nurse, who indicated she has no further information.